Event description:
Information received indicating that during testing a cadd legacy pump gave 'no disposable clamp tubing' alarm. No adverse effects reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the pump alarmed the "no disposable" alarm with a cassette attached. The downstream sensor will be replaced to fix the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.